Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 279 mg/dl at the time of the incident. The customer stated that insulin pump was exposed to the moisture and troubleshooting was performed for the partial display. The customer stated that self test was performed and it was greyed out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No missing segments/partial display noted during testing. No moisture damage noted on electronic assembly, motor assembly or keypad traces noted during visual inspection. Unit functioning properly.